Event description:
The manufacturer received information alleging a ventilator would not power on and was constantly alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.